Event description:
On (B)(6) 2012, the patient contacted animas and reported experiencing a blood glucose (bg) value in the range of 70 to over 600mg/dl with ketones, frequent urination and increased thirst. The patient reportedly treated the "high" bg via correction injection. It was noted that when the patient experienced the high bg he would treat according to how he felt and would sometimes bolus too little causing his bg to be higher than normal. The patient reportedly would disregard the pump's insulin recommendations based on the carbohydrates consumed causing the bg levels to fluctuate. The patient reportedly dropped the pump on the pavement a month ago and the patient was concerned that the pump may have not been working properly. Customer support (cs) reviewed the pump with the patient and there were no issues noted with the programming/settings on the pump. There was no indication of a site/set or cartridge issue. It was noted that the health care provider (hcp) adjusted the pump's programming/settings 3 weeks ago. Cs advised the patient that when bolusing via the pump to follow the pump's recommendations or when correcting with a syringe to follow the instructions according to protocol. There was no indication of a pump malfunction, the pump is not being returned and the patient resumed insulin pump therapy. The reported low bg is not indicative of a hypoglycemic event and does not meet the animas criteria of an adverse event. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion as the patient was not bolusing according to the pump's recommendations and would bolus too little. Additionally, since it was noted that the patient dropped the pump it is was unknown whether or not the pump may have contributed to reported bg event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: during investigation, the black box showed dates beginning on (B)(6) 2013. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2012 have been overwritten. A review of the available black box and alarm history shows no errors or alarms associated with the complaint. A review of the daily insulin delivery totals history were found to correctly reflect the user's programmed basal rates. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during testing. The complaint was unable to be duplicated during investigation due to the pump information for the complaint date had been overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.